Event description:
It was reported that prior to an unk procedure, the device won't stay closed. It was not used on a patient. They used a second device to complete the case. There was no further information available regarding the procedure.

Manufacturer narrative:
Analysis summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittently contact between the hand piece and the instrument.